Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced failure code 807:05, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective channel b pump head module (phm). To correct the condition, the channel b phm was replaced. If any additional information is received, a follow up MDR will be sent. .